Event description:
Additional information was received that the patient experienced dizziness, resulting in the patient falls.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that the patient experienced syncope due to the device or the right ventricular (rv) lead. Furthermore, both the device and the rv lead were explanted and replaced to resolve the event. Additionally, during the revision procedure, the right atrial (ra) lead was also explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17190 and 2017865-2020-17194. During a clinic follow-up, a loss of pacing and episodes of oversensing were observed on the device and a low pacing impedance, loss of capture, and episodes of high ventricular rate due to noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. It is unknown if the oversensing and loss of pacing was due to the device or the rv lead, but the patient is pacemaker dependent and experienced falls as a result. Furthermore, a low pacing impedance was observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of sensing noise, loss of capture, and low pacing lead impedance were confirmed. As received, a complete lead was returned in two pieces for analysis. Testing revealed shorting between the inner coil and outer coil conductors. The lead was dissected and revealed the inner insulation was abraded, which exposed the inner coil at the distal region due to an external force that pushed the coils against the inner insulation due to prolonged pressure and movement of the heart. The cause of the reported events was isolated to the exposure of the inner coil at the abrasion zone due to an external force.